Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported system error 322. The customer reported system error 322 was not reproduced during evaluation. A review of the event history log identified system error 322. Evaluation found all switches to be working as intended. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.